Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. B3: date of event estimated as 01/01/1999. D4: UDI number was not provided as the part and lot number were unknown. Attachment. Article title: percutaneous endovascular abdominal aortic aneurysm repairna - attachment: [article cn-037097].

Manufacturer narrative:
Date of event estimated as (B)(6). The additional two prostar devices referenced are filed under separate medwatch report numbers. UDI number was not provided as the part and lot number were unknown. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. A conclusive cause for the reported patient effect of infection and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported through a research article identifying 6f, 8f and 10f prostar closure devices that may be related to the following: failure to achieve hemostasis and unspecified device issues which may result in infection, hospitalization, surgical conversion and manual arterial compression. Specific patient information is documented as unknown. Details are listed in the article, titled: "percutaneous endovascular abdominal aortic aneurysm repair".